Event description:
It was reported that cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx closure device and delivery system (wds) was selected for use. The physician positioned the was sheath inside laa with guidance of a pigtail catheter. When withdrawing the pigtail, the was sheath perforated the laa which led to a pericardial effusion. The physician performed a pericardiocentesis with autotransfusion to treat the pericardial effusion, removing approximately 600ml of blood. The physician made the decision to abort the watchman procedure. The patient remained in stable condition and was kept in the hospital for monitoring. It was further reported that the patient was discharged on (B)(6) 2024.

Manufacturer narrative:
Device and media evaluated by MFR.: a watchman access system (was) with the dilator in the sheath was returned and evaluated by a bsc engineer. The device was visually and microscopically examined. Inspection of the hub, sheath and tip presented no damage or irregularities. Product analysis could not confirm the reported event, as clinical circumstances could not be replicated. Media from the clinical procedure was provided to bsc and reviewed by a member of the bsc global medical safety organization. The media review report concluded: 3 fluoroscopy video loops were submitted for review. Two (2) video loops show the access sheath with a pigtail catheter inserted but there is no contrast injection to assess potential extravasation/perforation and pericardial effusion. The third video loop does show contrast injection from a pigtail in the access sheath which is positioned in the laa; there is no visible pericardial effusion in that video loop, but the imaging shows a bi-lobed anatomy of the laa. This video loop is recorded before the alleged perforation occurred.

Event description:
It was reported that cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx closure device and delivery system (wds) was selected for use. The physician positioned the was sheath inside laa with guidance of a pigtail catheter. When withdrawing the pigtail, the was sheath perforated the laa which led to a pericardial effusion. The physician performed a pericardiocentesis with autotransfusion to treat the pericardial effusion, removing approximately 600ml of blood. The physician made the decision to abort the watchman procedure. The patient remained in stable condition and was kept in the hospital for monitoring.